Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the whisper wire was impinged on the optical computed tomography (oct) catheter and eventually broke; the guide wire was retained within the oct catheter and completely removed from the body. A different whisper guide wire was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. It was noted that the patient expired two days post-procedure. Per the physician, the wire did not cause or contribute to the patient death and the death was unrelated to the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.